Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion and displacement tests. Device was received with motor error alarm during occlusion test due to faulty force sensor resistor. No software error alarm noted during testing. Motor was tested outside of the device and passed. Device had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and software error during basal. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 74 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.